Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) male patient with parkinson's disease experienced a chronic subdural hematoma (sdh) that developed "most likely as a result of documented mild head trauma due to a fall that occurred after discharge from the hospital." The patient "suffered a generalized seizure and required evacuation of the sdh six weeks after deep brain stimulation (dbs) implantation. The position of the dbs lead had not changed and replacement was not indicated." Approximately two months after implant, this patient had "subsequently presented with an infection of the contralateral lead, requiring removal of the system. Because he became severely depressed and did not want to undergo a replacement procedure, he was left with a unilateral system." The authors indicated the patient had experienced permanent sequelae. It was noted the patient "had no condition, such as diabetes or immunocompromised, that increased the risk of infection." Further information has been requested; a supplemental report will be filed if additional information is received.